Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. However, the device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. The defib connector was reassembled as a precaution. The device was recertified and returned to the customer. Review of the device logs showed multiple check pads messages, as well as numerous error messages that indicated that a valid patient impedance was not being recognized. This report has been attributed to poor coupling (continuity) occurring between the electrode pads and the patient's skin, or within the connection points between the device, the adaptor and the multifunction cable. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.